Event description:
It was reported "there were 2 catheters in the box that the catheter tip itself got stuck in the heat seal that seals the packaging. He said it was "welded in the end" and got "mashed together" it also affected the catheter itself as the tip was mashed. He said he was able to pry it out but did not use it."

Manufacturer narrative:
MDR 3005778470-2026-00747 / initial 1 of 2. Initial 2 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 3005778470.